Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve dislodged resulting in a severe paravalvular leak (pvl) due to the implant being too high on the left side. Subsequently, a second valve was successfully implanted. It was reported that the patient had tortuous iliac anatomy and an aortic root angle of 51 degree with mild left ventricular outflow tract (lvot) calcification extending from the left coronary cusp (lcc). No additional adverse patient effects were reported.